Event description:
This writer was notified by bedside nurse and informed that this patient's dosi infusor, (for delivery of home infusion of chemo therapy) was leaking. The nurse requested a representative from pharmacy come to the patients' bedside and assess the leak. Upon arrival the dosi infusor was sealed in the delivery bag and it was apparent there was a leak, which I was not able to identify what area of the infusor was leaking. Notified the patient's physician, who agreed to postpone this portion of treatment until the next day.